Event description:
The customer reported that the device jaws could not be re-opened during a procedure. The site contact did not know if the jaws were applied to tissue when this occurred. There was no patient injury reported. The site contact was not able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.